Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: l80324, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative regarding a patient receiving dilaudid (15.0 mg/ml at 9 mg/day) drug via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the refill provider had difficulty performing the refill procedure. It was noted the patient's pump had flipped. The hcp had to manually flip the pump to complete the procedure. The patient told the physician that they had woken up on occasions moving the pump with their hands. The event date was noted as (B)(6) 2019. It was noted the cause of the flipped pump was the patient manually moving the pump. The physician planned to open the pump pocket and re-anchor the pump. Upon opening the pocket, the physician found that the catheter had twisted into a knot ball and had completely broken where the catheter entered the pump pocket. A portion of the catheter that was in pump pocket was replaced with 8596sc. The pump was re-anchored. It was noted the issue was resolved. The patient's weight was asked but not available. The catheter was discarded by the customer.